Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device primed and rewinds properly. No grinding noise during testing. The motor was tested outside of the device and passed. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were hospitalized for diabetic ketoacidosis. Customer stated that insulin pump's rewind and prime process was making noise and slower than usual. The customer stated that he recently had his device replaced due to the device making a grinding noise when rewinding, priming but his current device is making the same noise when rewinding and priming. Device will not returned for analysis.